Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
The customer reported that when in the lateral position, the monitor turns off. No patient injury was reported.